Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. After fixating the right atrial (ra) leadless pacemaker (lp) during procedure, it was found that the delivery catheter exhibited activation failure while going into long tether mode. When re-docking was attempted, the ralp was released unexpectedly. The ralp remained implanted. Patient condition was stable.